Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the sales rep that, when the surgeon was using the needle, the tip snapped in half from the needle itself. There were no patient adverse event. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 additional information: d9, h3, h4, h6 h3 investigation summary a failed suture needle, labeled as pc-001916867, was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation. The component was identified as product code mcp426h. It was requested that hsa assess the fracture mode of the failure. The product received for analysis was mcp426h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. The needle was received in one piece, as the fracture was still attached. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surface was examined in multiple locations to determine the fracture mode. The evaluation of pc-(B)(4) revealed the fracture was composed of microvoid coalescence and a ¿woody¿ structure along the forming direction which is evidence of a ductile fracture mode. Mechanical damage, and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.